Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse checked the aspirate probe alignment setting and performed the aspirate and dispense test for the wash station. The cse determined that during the dispense of dilution probe 2 (dp2) and dilution probe 3 (dp3) a drop was left at the tip of the probes. The cse determined that pump 2, positive displacement pump and the valve manifold required replacement to resolve the excess fluid to dp2 and dp3. The cause of the discordant, (B)(6) result is unknown. The cse successfully performed an acid and base dispense test and quality controls were run, resulting within range. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, (B)(6) surface antigen (B)(6) result above the cutoff for mandatory confirmation testing was obtained on one patient sample on an advia centaur cp instrument. The discordant result was not reported to the physician(s). The sample was re-spun and tested on an alternate instrument, resulting (B)(6). The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, (B)(6) result.